Event description:
It was reported that the patient with this pacemaker had an episode where the "air was let out of him". It was noted that there were noisy signals on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. Technical services (ts) reviewed the reports and saw atrial tachy response (atr) episodes. Ts observed true atrial flutter where one atrial signal was undersensed. Ts stated that the noisy signals on the ra channel were not sensed by the device. Ts suggested reprogramming. The device remains in use. No adverse patient effects were reported.